Event description:
It was reported that the patient came in with superior vena cava (svc) syndrome. It was also reported that the patient had an atrial mass dissection. The right ventricular (rv) and the right atrial (ra) leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 implantable pacing lead, (B)(6) 2013. (B)(4).